Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the results of the investigation, it is believed that excess external forces were applied to the distal end by user handling caused the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the elevator channel plug was loose and leaking. Additionally, the probe unit of the distal end was loose, and the forceps cover glue was peeling. There was a crack on the distal end of the device and the objective lens was leaking. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during reprocessing the evis exera ii ultrasound gastrovideoscope the elevator channel plug was leaking. There was no patient involvement during this event.